Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt fell two days before the report, and had to get a surgical procedure to "relieve pressure". Since the procedure, the pt was doing better. The pt was seen (B)(6) 2011 and the settings were checked and everything was fine. The date of the report the pt had a little dyskinesia in the morning. Review with the pt programmed indicated that the pt's stimulator was on and at the correct settings. Information regarding using the pt programmer was going to be sent for further reference. Additional information has been requested, but was not available as of the date of this report.